Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06165. It was reported that when the patient presented remotely via merlin.net transmission, device vibration due to high, out of range, pacing lead impedance of the rv lead was observed. The patient was brought into clinic for checking. Increase in ra lead pacing impedance was also noted. The impedance values of the rv lead were consistently out of range after multiple impedance measurements. The physician believed that the impedance issue was not due to the leads issue, and it was because of patient physiological status. Programming change was made to raise lead impedance alert ranges. The patient was stable and will be monitored.